Event description:
Machine failed to record patient end-tidal co2 after intubation and patient was asleep on the table. It was discovered that the manifold seals were attached (silicone tubes) in the new water trap. Company recognized that this is an issue since an addendum was published in may 2010 with instruction for new water trap. We did purchase new manifold seals to install with new water traps as per company's suggestion but this is a safety issue and can be overlooked when replacing new water traps. We feel company can create a better design.======================health professional's impression======================anesthesiologist did not know what happened but the anesthesia tech knew that the seals was missing (but after the fact).

Manufacturer narrative:
(B)(4). The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened without any difficulties noted. Event could not be confirmed as no reload was received for analysis. Batch history review has been completed with no anomalies reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.